Event description:
A consumer's daughter reported that her 82 year old mother with no known allergies experienced swelling of the mouth, tongue, lips, and experienced difficulty breathing ten minutes after inserting her dentures that were cleaned with polident double action. The consumer's daughter reported that she took her mother to an emergency room where she was treated with intravenous benadryl and intravenous cortisone and discharged the same day without medication. The consumer's daughter reported that her mother has experienced 5 similar episodes within the past month; the 5th episode occurred 7 days prior. The consumer's daughter reported that she took her mother to the emergency room after the onset of the first episode and she was treated with intravenous benadryl and intravenous cortisone and released the same day; the 2nd through 5th episodes were treated at home with oral benadryl. The consumer's daughter also reported that her mother has used polident double action for many yrs without incident. The consumer's daughter reported that within the past month her mother had not changed anything in her diet, or taken any medications. The consumer's daughter reported that at the onset of her first episode of symptoms her mother visited an allergist and was "tested". On follow-up, the consumer's allergist reported that the consumer had presented to him twice; once 7 days after she was discharged from her first emergency room visit and the second time for a follow-up visit, three weeks later. The consumer experienced her sixth episode, which required hospitalization, approx one week after her follow-up appointment with the allergist. On follow-up approx one week after the consumer's second hospitalization, the allergist reported that the consumer was experiencing intermittent facial and tongue swelling and thought that her symptoms could possibly be related to her use of polident. The allergist initially thought that the consumer's symptoms were related to her use of cephalexin, because seven days prior to her first hospitalization she had used the product. The consumer was skin tested with dust mites, histamine, control and cephalexin. There was no reaction to prick testing with cephalexin, but there was a positive reaction to histamine and an intracutaneous test with dust mite was slightly positive. The consumer also had a positive prick test to histamine, but was negative to fresh apple, grape and control. The consumer was told to avoid mites and to discontinue use of polident for one week and then reintroduce the product. The allergist wanted the consumer in for an evaluation in 1 to 3 weeks. On follow-up with the consumer 10 days after her second hospitalization, the consumer reported that she had discontinued use of polident for approx two weeks and during that time had 3 episodes of facial and tongue swelling. None of the episodes required hospitalization and symptoms resolved within 3 hrs of oral benadryl admin. The consumer reported that she went back to using polident and during the two weeks that she has been back on the product, she has not had any episodes of symptoms. The consumer reported that she has not been back to the allergist nor does she plan to go back because she is fine. The consumer reported that she does not think that her symptoms were due to polident. No add'l pt follow-up is required.